Event description:
An impella rp flex device was inserted via the right internal jugular vein in a 66-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. The patient had a right coronary artery stemi, and chest compressions were initiated post-pci (prior to impella implant). The rp flex was inserted without incident. After insertion, pericardial effusion was noted on echocardiogram. The physician was unsure if the rp flex insertion or chest compressions caused the pericardial effusion. Pericardiocentesis was performed, and the patient was in stable condition. Heparin drip was running systemically for the duration of pump support. ICU nurse drew hemoglobin, which dropped from 9.0 to 6.5, and platelets dropped from over 100 to 70. Five units of prbc were given, and hemoglobin drawn the next morning was back up to 9. Act was 127, ptt was greater than 190. Heparin was stopped due to concern for bleeding. The patient survived to explant. Pericardial effusion may be associated with procedural interventions, use of mechanical circulatory support, and recent chest compressions. Thrombocytopenia may result from underlying critical illness, anticoagulation exposure, and blood loss during mechanical circulatory support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient was successfully explanted and did well. The pump was disposed of by the account. Physician believes the effusion was likely the result of chest compressions, which led to the patient's decompensation, and then subsequent placement of the rp for the decompensation. No other adverse events were reported.

Manufacturer narrative:
D9: added devices return information.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Corrected information was provided in d4 (serial, primary UDI number). Upon review, the section d primary UDI and serial number have now been updated. Additional information has been provided in h3, h6, and h11. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. No product defect observed during evaluation.